Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Lens remains implanted. Cause of event is other:predicted vault wiht a 12.6 = 0.627 and a 13.2 = 0.60, the smaller lens was chosen. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.